Manufacturer narrative:
Follow-up # 1 (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Unrelated to this complaint, the cartridge cap was reported to have a tear. (B)(6).

Event description:
The patient's mother reported that (B)(6) ago the keypad buttons started to stick and not respond to presses. The mother reported there is no damage to the keypad and no exposure to water.